Event description:
Endurant stent grafts were implanted in patients in the endovascular treatment of a abdominal and iliac aortic aneurysms on unknown dates over a 7 year period. The results were compared with a similar amount of patients who received a non mdt over the same time period. The following malfunctions were reported; type ia, ib, iii, IV,v endoleaks the following adverse events were reported; bleeding, aneurysm sac enlargement , occlusion , re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths or any deaths were as a result of a malfunction of a mdt stent graft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.